Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at the incision site. Patient was prescribed oral antibiotics which resolved the issue.

Manufacturer narrative:
Correction: b5 corrected to show based on information obtained, the ipg is no longer reportable as the infection was located at the anchor site.

Event description:
Based on information obtained, the ipg is no longer reportable as the infection was located at the anchor site.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.